Manufacturer narrative:
This report is filed on october 27, 2017.

Event description:
Per the clinic, the patient experienced a lack of clinical benefit with device use, resulting in the decision to explant the device. The device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
It was reported that prior to explantation it was found the electrode array had migrated out of the cochlea, as confirmed via x-ray and CT imaging.